Event description:
Additional information from the consumer reported that she took the steps listed in the manual to resolve the issue. The loss of effect and inability to make it to the bathroom was not resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss or change of therapy. The device was not working like it should and she did not feel stimulation. She was not making it to the bathroom and it was becoming more frequent. The issues began on (B)(6) 2015. She increased stimulation during the call to a point where she could feel it and it was still comfortable. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. It was not reported if there was any further intervention or action taken, so additional information was requested. If additional information is received a supplemental report will be sent.